Manufacturer narrative:
Additional information: d10 (date device returned), h11 (device evaluation). Investigation conclusion: the investigation of the returned web system found the proximal connector kinked and the pusher broken at the hypotube to connector junction. Due to the condition of the broken pusher, the investigation could not test for or further assess the alleged detachment issue and therefore, this complaint is considered non-verifiable. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher break and kink, but this damage is consistent with the device experiencing forces exceeding the pusher's tensile and yield strength. The returned detachment controller was found to function as intended and would not have caused or contributed to the reported event.

Manufacturer narrative:
The device was reported available for return but has not yet been received. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, postembolization syndrome, and neurological deficits including stroke and death.

Event description:
It was reported that the web embolization device was used in a procedure to treat an anterior cerebral artery (aca) aneurysm. During preparation, the device passed the electrical continuity test without issue. The device was then delivered to the aneurysm and reportedly, the physician needed to push web into aneurysm because the device had to be placed despite being off-axis, as it was difficult to approach the target position due to the patient¿s vascular anatomy. Device detachment was attempted using a detachment controller; however, detachment failed despite multiple attempts made. The use of the device was suspended and during removal, the microcatheter became displaced from the target position preventing it from being repositioned as intended. The physician reported the delivery wire broke and likely due to forcing the device into the aneurysm. As this was an emergency case, implantation of a new web device was aborted and the procedure was changed to coil embolization. Subsequently, the procedure was completed successfully. There was no health damage to the patient.